Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the battery and reservoir compartment was chipped off and reservoir is unable to lock in place when inserted into pump. The blood glucose was 113 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.